Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and was vomiting. The family member stated that the cause of hbgs was not changing out the set. In addition, the customer was already ill. It was indicated that an alarm occurred and was assisted with the alarm at that time. No further details.